Event description:
The customer reported an unspecified number of false positive results occurring on four (4) separate instruments using the ID now covid-19 2.0 assay on unknown dates beginning on 10apr2024 using unknown sample types. This MFR. Report addresses occurrence one (1) of four (4). Confirmation testing was performed via pcr (platform: unknown) on an unknown date which generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported an unspecified number of false positive results occurring on four (4) separate instruments using the ID now covid-19 2.0 assay on unknown dates beginning on (B)(6) 2024 using unknown sample types. This MFR. Report addresses occurrence one (1) of four (4). Confirmation testing was performed via pcr (platform: unknown) on an unknown date which generated negative results. No additional patient information, including treatment and outcome, was provided.